Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The pacer was received in normal working conditions with battery voltage above eri level. Electrical and mechanical analysis performed confirmed the device normal functionality.

Event description:
New information noted that the patient expired due to congestive heart failure.